Event description:
On august 8, 2009, the lay user/patient contacted lifescan (lfs), alleging that her one touch ultra2 meter was prompting an unspecified error message. The medical surveillance specialist (mss) spoke with the pt on august 20, 2009, and obtained the following information. The pt reported that the alleged issue began on the late evening sometime in 2009. Despite not being able to test, the pt claimed she took her usual dose of lantus (20 units) at bedtime. The following morning, approximately 8 hours after the issue began, the pt claimed she woke up feeling sweaty and had blurred vision. In response to the symptoms, the pt reported treating self with food and/or drink and confirmed she felt better afterwards. At the time of troubleshooting, the customer care advocate (cca) noted that the alleged error message was resolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.